Event description:
My name is (B)(6), formerly (B)(6) for surgical reference. On (B)(6), 2008, I underwent total hip replacement surgery and received a trident psl ha, ref. # (B)(6) as the replacement implant, at the (B)(6) medical center in (B)(6). This implant infected within months to the point that my incision never completely healed. The staples were removed in 14 days as usual procedure required. The staples on the lower end of my incision embedded, with tenderness and numbness and were also removed, that part of the incision never healed; but developed a kernel that grew gradually and constantly with pain and swelling in the area and the entire leg until it reached the approximate size of a medium egg. My surgeon at that time informed me that the subcutaneous tissue were requiring more healing time than the uppermost layers and should not cause alarm in that healing sometimes took that approach and was perfectly normal in that the wound was very deep and multi-layered. Assuring me that all appeared normal he turned my care over to a local physician closer to my place of residence in (B)(6) at the (B)(6) medical center. Upon my first office visit there, I was x-rayed there in the office and was diagnosed as having bursitis of the prosthetic joint. I was given a shot in the knot that was present (he said) it was a steroid, for comfort, and told to get back on my walker and learn to live with the pain. I was then sent home with a prescription of an arthritic medication called mobic. Less than 24 hours later what was diagnosed as bursitis erupted in a mass of infection measuring approximately 16 oz. Or more, which happened as I sat on the toilet and spilled on the floor. I was taken immediately to the hospital by a close relative, (who happened to have been an rn) that informed me it was life threatening. We went to the emergency room in (B)(6) (a neighboring city) because the local ER was full and had an over flow that had been returned home. Upon arrival, I was admitted to the baptist medical center, checked, given I-v antibiotics, pain medication, and shipped directly to (B)(6) where my original surgeon was to take responsibility for my care. Unaware that the hip itself may have been responsible for the entire problem, I elected to have the area flooded and cleansed of infectious detriments with an antibiotic solution followed by oral antibiotics to clear the problem ((B)(6), 2009 was the date I agreed to have this procedure done). I underwent this process which did not alleviate the problem. Drainage from the first eruption continued and grew worse requiring change of dressing three or more times per day until my surgeon informed me that the only real solution to the problem was to replace the whole joint again. Considering the pain and suffering such a procedure entailed, I needed time to prepare for this enormous feat, being a single mother of a challenged child, who a few months ago endured this same hardship being an only child, injured by divorcement and now this real threat of serious consequences if he should lose his only source of stability. I took a few weeks to prepare him for a worse and even more extensive ordeal. I underwent the procedure in (B)(6) 2009 and received an antibiotic-spacer as a temporary replacement until my body had been re-conditioned for the new permanent replacement. This spacer was to remain in place for 12-weeks along with daily in-home treatments of IV-antibiotics along with oral supplement to ensure the acceptance of the new prosthesis. During this time, I was wheelchair bound and the sole operator of my home and family provider. In (B)(6) 2009, I received the last and permanent replacement for this hip. Upon inspection, it was discovered that the infection was from the root of the implant all other procedures were superficial to the real problem. I am requesting that if this particular implant has not been recalled, that it be recalled immediately, that no other human-being be subjected to the same punishment that I have suffered because of this deadly device, unimaginable evil. If you need or require further information, you may contact me at: (B)(6). Your immediate consideration and prompt response would be greatly appreciated in these matters. Thank you.